Event description:
It was reported that the patient underwent an ipg (implantable pulse generator) repositioning procedure due to ipg pocket site pain since the implant. Reportedly, the patient lost weight over 6-7 months, and the pain gradually increased over time. The ipg was repositioned at the same location, implanted deeper, and slightly rotated to prevent the ipg edge from pressing against the surrounding tissue without complications. There was no report of patient harm or injury. There was no allegation of any performance issue with the device. The device remains implanted and functional. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml# (B)(4).